Event description:
Stopped working during procedure. Generator displayed message that said handpiece needed to be changed. Another device was opened and worked fine.======================manufacturer response for ace36e, harmonic ace shears (per site reporter).======================we are notifying the manufacturer.what was the original intended procedure?procedure: 1) laparoscopic cholecystectomy with intraoperativecholangiogram. 2) laparoscopic extraction of obstructive cystic ductstones x2.device #1is this a laboratory device or laboratory test?no.